Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. On (B)(6) 2018 the complaint device was returned. A voltage test was performed and passed. Performed a pairing test and passed. Probable cause could not be determined. Performed transmitter functional testing and passed. Performed share log review and a loss of connection was confirmed. The reported event of signal loss was confirmed. The probable root cause was no communication.